Event description:
Baxter affiliate reports pt death during hemodialysis treatment. One hour into the dialysis treatment the pt began to experience chest discomfort, dyspnea, bradycardia and hypotension. The pt did not experience electromechanical disassociation. Their condition worsened, the dialysis treatment was discontinued and ventilation support was initiated. Pt did not respond favorably to ventilation support measures taken. The pt experienced hemodynamic instability and cardiac arrest. The pt did not respond to the reanimation/resuscitation procedure.